Manufacturer narrative:
As reported, the sorbafix enhanced 30 count did not hold the mesh in place. There was no patient injury reported. The subject device was not returned for evaluation, as such we are unable to determine a definitive root cause. As reported the wall was reported to be thick which may have resulted in difficult fixation. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in (B)(4) 2020. The instructions-for-use supplied with the device states: "place the tip of the sorbafix ¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Should additional information be provided, a supplemental emdr will be submitted. Sample not returned.

Event description:
As reported, it is alleged that in a gynecological procedure on (B)(6) 2020, the fasteners of the sorbafix enhanced 30 count fixation device were not able to hold/fixate the mesh implant in place. It was reported that it was "thick wall" and would not fixate. Clinical consequence was reported to be lengthening operating time, with no patient injury reported. Contact was unable to provide additional information. The device was discarded.